Event description:
It was reported that the pt was revised due to component loosening. Originally, the implant was thought to be a non-zimmer tmt design controlled part, but later obtained op notes indicate that it was a zimmer tmt (implex) component. (Cks modular tibia).

Manufacturer narrative:
Investigation in process.